Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop basel cell parsenoma. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received and b5 should be reported as: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop bilateral basel cell carcinoma diagnosed 9-16-2020, skin reddness, irregular shaped lesions that are discolored and a bump on the left side of the nostril. The patient did report to receive medical intervention and saw a dermatologist, oncologist and had surgery and superficial electron therapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section g1 has been corrected with the most current contact office (and manufacturing site for devices) or compounding outsourcing facility and address section h6 was updated with the appropriate health effect - clinical code and health effect - impact code. Type of investigation, investigation findings and investigation conclusions were corrected as the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.